Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the command 18 guide wire was advanced through thrombus, through a guiding catheter with no calcification; however, when removing the guide wire the tip and coating was elongated. Nothing was left in the patient. Another command 18 guide wire was used to successfully complete the procedure. There was no adverse patient effects and no clinically significant delay in the procedure. Returned device analysis found that the polymer coating on the command 18 guide wire was torn and separated. Additional information was provided that the procedure was noted to be treating the superficial femoral artery and no coating was left in the patient. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned device. The proximal end of the returned polymer coating separated and was pulled and folded over itself distally. The polymer coating at the distal end was returned stretched, smashed, and torn, confirming the reported stretched polymer. The polymer material at the noted separation was jagged. The portion of the polymer coating was not returned. The reported stretched polymer was confirmed. The reported stretched coils were unable to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation determined the noted stretching (polymer) appears to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.